Manufacturer narrative:
In total, one sureform 45 curved-tip stapler instrument and 10 sureform 45 reloads (6 green, 1 white, and 3 black) were returned for failure analysis (fa). Fa for the sureform 45 curved-tip stapler instrument did not replicate nor confirm the customer-reported complaint. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on the system, and no initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions, the grips opened and closed properly, and the instrument passed the clamp and fire test twice. The instrument fired successfully, and the resultant staple line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. No firing errors were replicated during in-house testing. Fa on five of the green sureform 45 reloads and the one white sureform 45 reload did not replicate or confirm the customer-reported complaint. Each reload was found to have been fired, and all pushers of the staples were found at the bed surface of the cartridge. The reload knife and shuttle track were concealed at the distal end of the cartridge. No damage was found with the reload, and no loose staple was observed jammed in the shuttle track of the reload. Fa for the final green sureform 45 reload did not replicate nor confirm the customer-reported complaint. The reload has been fired, and all pushers of the staples were found at the bed surface of the cartridge. The reload knife and shuttle track were concealed at the distal end of the cartridge. No damage was found with the reload, and no loose staple was observed jammed in the shuttle track of the reload. Additional observations not reported were that the reload knife had an indentation on the blade edge and body cartridge damage that appeared under microscopic inspection. A skive mark was present along the shuttle track, but no material appeared to be missing. Fa for one of the black sureform 45 reloads did not replicate nor confirm the customer-reported complaint. The reload has been fired. All pushers of the staples were found at the bed surface of the cartridge, indicating a complete fire. No loose staple was observed jammed in the shuttle track of the reload. Additional observations not reported by site: the reload was found to have the knife exposed within the shuttle track despite having all the pushers of the staples at the surface. The knife was exposed towards the distal end of the returned reload. Also, the reload knife had an indentation on the blade edge, and body cartridge damage appeared during microscopic inspection. Several skive marks were present, and no material appeared to be missing. Fa for two of the black sureform 45 reloads confirmed the customer-reported complaint. For clarification, each of the reloads had been fired with all pushers of the staples found at the bed surface of the cartridge, indicating a complete fire, but several lodged staples were found caught on the knife edge along the shuttle track. The lodged staples did not exhibit the proper b-formation appearance but were found in various shapes along the shuttle track. Additional observation not reported by the site: the knife of the reload was found with indentations to the blade edge after the lodged staples were removed from the shuttle track pathway. Also, body cartridge damage appeared under microscopic inspection. Several skive marks were present along the shuttle track. No material appeared to be missing. On one of the black reloads that confirmed the customer's reported complaint, the reload was found to have the knife exposed within the shuttle track despite having all the pushers of the staples at the surface. The knife was exposed towards the distal end of the returned reload. A stapler log review shows the sureform 45 curved-tip stapler instrument was installed on the system 6 times and fired 6 reloads (1 white, 2 green, 3 black, in that order). On installs 1-4, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 5, the first two clamp attempts were incomplete, stopping at about halfway. The third clamp was successful, and the firing was completed with 1 pause for compression. On install 6, the first clamp was successful, and the firing was completed with 1 pause for compression. The firing force was fairly high on the last firing. The instrument was then removed and not used again during the procedure. No stapler-related errors were found. Images associated with this reported event were submitted for review and show evidence of malformed staples bunched together. Note: refer to medwatch (MDR) report with MFR. Report #2955842-2024-13341 for MDR submission of the same event logged against the other black sureform 45 reload identified by fa with several lodged staples caught on the knife edge along the shuttle track.

Event description:
It was reported that during a da vinci-assisted wedge resection of the right lower lobe, the sureform 45 curved-tip stapler instrument misfired and only cut across the lung tissue without deploying staples. There was minimal bleeding, and the procedure was subsequently converted to a lobectomy. While the misfire occurred with a black sureform 45 reload, the initial reporter mentioned, "other loads did not seem like they were firing properly either." However, during follow-up investigation, the surgeon explained that the issue was the stapler giving a not ready for use message that was resolved with withdrawing and reinstalling the stapler instrument. The surgeon indicated that there was only one incident of an incomplete staple line and it was also clarified that only one stapler reload was involved with the incomplete staple line, not multiple stapler reloads. The surgeon stated that the staples did not align and were "sprayed" on the tissue, but the tissue was still cut, which caused about 30-40cc of blood loss. There were no issues clamping, but during the misfire, the tissue did seem to push out of the jaws. When asked if any hard objects were encountered during stapling, the surgeon mentioned that the bronchus was potentially calcified. The procedure was converted to a lobectomy because if not, the disruption to the parenchyma would have required a lot of suturing that the surgeon did not feel this was ideal for the patient's tissue condition. The surgeon noted the patient has a history of rheumatoid arthritis and a right lower lobe newly diagnosed cancerous nodule and there is some concern for mild copd and pulmonary fibrosis from imaging.